Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0exuh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that at first the device irritated the patient "to death" because they could feel the vibrations of the electrical stimulation when sitting on a semi-hard surface. The device felt like they were "sitting on a hard cherry," but now they felt the stimulation just a little bit and that their body had grown accustomed to it. The patient was "thrilled" that they were "not sitting on a hard cherry." The patient felt the stimulation, but was not getting symptom control. The implantable neurostimulator (ins) was not helping them and the patient still had urgency. The patient's device was not working and had not been effective since implant. After implantation, their first urination was "like she was 20 years old," but since then was they were back to normal. The patient was still going every hour and their intestines were aggravated. The patient's ins system "hardly taking effect at all." After sleeping for 7 hours, the patient was not able to pee and had retention in the morning. Almost 10 years ago, the patient started taking medication to stop the frequency of going every hour and overactive bladder. The medication worked for a while and then the patient started going every hour again. The patient got the implant and had stopped taking the medication on (B)(6) 2014, but was going every hour now. The patient started having retention issues on (B)(6) 2014. The patient had an appointment with an ambassador on (B)(6) 2014, but the ambassador never called them. The patient was "scared to death" to use the programmer unit to make adjustments. The patient had an appointment on (B)(6) 2014. The patient still had concerns with their device/therapy but was working with their doctor and manufacturer representative. The patient increased from 1.2v to 1.4v on (B)(6) 2014. Patient was going to try 1.4v and see if their symptoms improved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.